Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had been reprocessed in a scope processor of which the water and gas filters had not been replaced per the time frame suggested in the information for use (IFU). The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.